Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant close door message. There was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported "constant close door message." Eval found cracks in the threaded insert boss of the front case that mount the pumping mechanism into the case. This condition created separation between the front case and mechanism assembly, resulting in the force required to secure door to be above expected levels and caused the reported symptom. The front case assembly was replaced to correct this condition.